Event description:
It was reported that the collimator iris on the 9800 system didn't fit the screen in mag mode 2. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.